Event description:
It was reported that during a coronary artery drug eluting stenting treatment the stent dislodged. On the date of the event the patient presented to the emergency room with severe chest pain and was found to have stenosis at the bifurcation of the mid left main (lm), proximal left anterior descending (lad) and ostium of the proximal circumflex (cx) coronary arteries. The physician placed an ebu 3.5x7 french guiding catheter and advanced a bmw guide wire to the proximal cx. The proximal cx was predilated with a 3.5x15mm maverick2 (mmr2) balloon and intravascular ultrasound (ivus) was used to check the size of the vessel. Then the physician deployed a 3.5x16mm taxus liberte' drug eluting stent at the ostium of the proximal cx at 18 atmospheres. The lesion was post dilated with a 3.75x15mm quantum maverick (qmr) balloon. Another bmw guide wire was advanced to the lad. The vessel was checked using ivus and predilated with a 4.0x15mm mmr2 balloon. The physician deployed a 4.0x20mm taxus express2 drug eluting stent at 18 atmospheres. The physician then re-wired the proximal cx through the stent strut and used a 4.0x15 qmr balloon to dilate to the side branch. Kissing balloon technique was done at the bifurcation of the lad and proximal cx using a 4.0x15mm qmr and a 3.75mm qmr respectively. An angiogram was done that showed a perfect result but on final review using ivus the ostial proximal cx showed plaque prolapse. The physician decided to place a 4.0x8mm taxus express2 to cover the plaque prolapse. An attempt at re-wiring the proximal cx with a bmw failed. The physician changed to a wiggle wire and passed a 4.0x8mm taxus express2 through the 4.0x20mm taxus express2 and attmpted to deploy the stent at 12 atmospheres in the area of the plaque prolapse. This failed and upon withdrawal the stent dislodged and dropped to the mid cx. The physician attempted to re-enter the stent with a 1.5x20mm sprinter but failed. The stent was crushed against the side of the vessel and the procedure was completed with deployment of a 4.0x9mm endeavor. The patient was discharged from the hospital two days later. In the opinion of the physician he felt the balloon on the 4.0x8mm taxus express2 was cut by the stent edge of the 3.5x16mm taxus liberte.